Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This is filed to report the unintended movement and difficult removal of the clip delivery system (cds). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 3-4. The steerable guide catheter (sgc) and cds were advanced to the left atrium. During positioning of the cds, when the m-knob was applied, the cds went in the opposite direction. The cds was retracted, but the clip became caught on the tip of the sgc. Troubleshooting was performed and ultimately, the clip successfully removed from the sgc. It was noted that a portion of the sgc tip was in the clip. The cds was retracted into the sgc and removed with the clip. The sgc was removed and replaced. A new cds was used without issue. Two clips were implanted, reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported sleeve steering issue was not confirmed. The difficulty removing the mitraclip delivery system (cds) from the steerable guide catheter (sgc) was not replicated during investigation, however, since the device was received with the sgc soft tip caught inside the clip, the difficulty removing the cds from the sgc was therefore, confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. A conclusive cause for the reported difficulty removing the cds from the sgc could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.